Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that, during surgery, accord dual ended hex driver was found to be worn out due to overuse. Surgery was not resumed, without delay, as an s&n backup was available and was used. The patient was not harmed.